Event description:
Pt states one of her pumps has a crack on top of the pump. She said it is not the cartridge cap, but the actual pump. She did not have the serial number available. It did not happen while in use and no interruption in therapy, a replacement pump will be sent and a return box sent. No other info available. Pt has a back up pump. Reported to (B)(6) by pt/caregiver.